Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A DHR (device history record) review was not performed as this device has been serviced before. A review of the previous service performed on the unit shows no abnormalities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. The reported customer issue of error 600 ref 1 was not able to be duplicated however, review of fault log found error code 600 ref 1 recorded in the fault log 10 times indicated post aux board adc check. Raised if the aux board adc does not respond in time. Then upgrade the aux board to the latest part number in this manual. The d socket was observed to be missing and 1 (one) mounting foot noted to be missing. In addition, testing and inspection of the device found faulty plasma blend board causing low output on pb1 100w 100% cut mode. Unrelated to the reported issue, minor scratches were observed on the housing unit. Based on evaluation findings the reported customer issue was not able to be duplicated during device evaluation however, review of fault log confirmed the reported issue as the error 600 ref 1 code was identified on the fault log. The low output failure was identified to be due to faulty plasma blend board attributed to electronic component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
As reported the device exhibited an error code 600 ref 1, internal error. The issue occurred during preparation for use. There was no patient involvement reported due to the event. No user injury reported. Device return evaluation found the units output for pb1 100w 100% cut 5r low due to faulty plasma blend board. This report is being submitted for the low output due to faulty plasma blend board.